Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the reported clinical observations and options for this patient. The system remains implanted and no other adverse events have been reported. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms on the atrial channel which had triggered the lead safety switch (lss). A review of the stored data showed some atrial tachycardia response (atr) events and the atrial channel appears to demonstrate noise due to interaction with minute ventilation (mv) feature. The caller had been informed that when atrial impedance measurements are out of range and the rate response trend (rrt) feature is programmed on, the rrt can potentially detect the signal resulting in oversensing. The patient was brought in for testing and noise was produced in unipolar configuration when the patient moved her arms above his head. A lead fracture was suspected; however, an x-ray was unremarkable for any lead damage. No adverse patient effects were reported.